Event description:
It was reported that before the procedure the device was inflating and deflating for no reason. No harm or delay were noted and another device was not noted to be used. No other adverse events were reported along with this event.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Event description:
No additional information.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record identified repairs unrelated to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed if any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.